Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive act buttons due to corroded keypad traces. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the buttons were not responding, the screen froze and the insulin pump alarmed button error. The customer stated she wears the device in her bra. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.